Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient underwent revision surgery on (B)(6) 2013 due to skin overgrowth at the abutment site. Subsequently, a longer abutment was placed (B)(6) 2013. The implanted device remains.